Manufacturer narrative:
Evaluation results: one cadd-solis vip was returned for investigation in good condition. The customer reported product problem was replicated during testing; the pump alarmed during power up. Further investigation of the pump determined that the microprocessor board was corrupted. The microprocessor board was replaced as a result. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
Information received a smiths medical cadd solis vip 2120 will not power on and display. Event occurred during testing, so therefore no patient involvement.